Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to resolve the issue. In addition, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.